Manufacturer narrative:
Device evaluation is in process, but is not yet completed. A supplemental report will be submitted for device analysis. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the anterior tibial (at) artery. The physician advanced the csi guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed four runs, but during the final run, the oad bogged down. The oad was removed and the physician discovered that the tip of the guide wire had broke off in the distal at artery. An attempt to snare the tip of the wire was made, but was unsuccessful and the tip was left in the patient. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The oad and guide wire, engaged in the device, were received for analysis. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft did not reveal any damage. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and tip bushing area. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The initial visual and tactile examination of the guide wire revealed that the distal core wire was fractured and curled up. The fractured spring tip was not returned. Resistance was met when removing the guide wire from the handle assembly. Examination revealed no other damage with the guide wire that would have contributed to the reported event. The damaged spring tip and driveshaft tip bushing were sent for scanning electron microscope (sem) analysis. Sem analysis revealed torsional stress on the face of the fractured guide wire. An in-house 0.014" wire was able to pass through the driveshaft and area of adhered material with minor resistance. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. There was no other damage observed with handle assembly that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. (B)(4).